Event description:
The manufacturer received a voluntary medwatch (mw5118876) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging lung cancer, chronic bronchitis and respiratory tract irritation. Medical intervention was not specified. At this time, no further investigation can be performed because there is no patient information or serial number provided. If any additional information is received at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device has not yet been returned to the manufacturer for evaluation.